Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was inspected upon receipt at the user facility. According to the complainant, during unpacking, the catheter packaging was found to be cut. The sterile barrier had been compromised. The outside packaging was in tact and looked fine. There was no patient involvement in this event.

Manufacturer narrative:
(B)(4).